Event description:
Info received indicates the brake will not stay in the locked position.

Manufacturer narrative:
The facilities biomedical technician indicated that he attempted to adjust the brakes and the brakes would not hold. Hill-rom technical support asked the biomed to investigate the brake cam pivot. The facilities biomed has not returned hill-rom's attempts to determine a resolution of the alleged malfunction.